Event description:
During an implant attempt of the subject device, connection difficulties with the ventricular lead were reported. The physician indicated that proper connection with the atrial lead. However, when tightening the ventricular set-screw, clicking of the associated screwdriver was not obtained, and the screw driver turned freely. It was also indicated that the lead could not be removed by pulling, and pacing spikes were not observed. Add¿l connection attempts were made unsuccessfully. Another pacemaker was subsequently implanted instead.

Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.